Event description:
It was reported that this pacemaker was found to be in safety mode after the patient went to the emergency room (ER). There was pulsing noted at the site of the device. Subsequently this pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). This pacemaker has not been received for analysis. No additional adverse patient effects were reported.